Event description:
According the operative report, tapping was completed at this time to a 30-mm tap and an 8 x 23 mm arthrex screw was placed. However, upon inserting the screw after tapping to a depth of 30 mm, the screw subsequently broke. The proximal screw was removed without difficulties.